Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. "Vena cava or other vessel injury or damage, including rupture or dissection, possibly requiring surgical repair or intervention", "vasospasm or decreased/impaired blood flow", "thromboembolic events, including dvt, acute or recurrent pulmonary embolism or air embolism, possibly causing end organ infarction/damage/failure", and "injury or damage to organs adjacent to vena cava, possibly requiring surgical repair or intervention" are potential complications cited in the IFU associated with this product.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2017, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2011 at (B)(6). The patient had CT of the abdomen and pelvis done approximately 5 years later, on or about (B)(6) 2016, which showed the filter had perforated though the wall of the patient¿s vena cava. The patient alleges ¿significant injuries¿ including perforation, severe pain, life-threatening complications and severe fear, stress and anxiety. Argon¿s attorneys are attempting to gather additional information.